Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was used with a navigation system in a plif l4-l5 case. The surgeon alleged that the instruments were inaccurate by 3 mm. The surgeon took another spin and tested accuracy immediately following the spin. The same 3mm inaccuracy was seen. The screws were removed from the patient due to inaccuracy and the case was aborted.